Event description:
It was reported by service report that the bed scale would not zero. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: headend left load cell.